Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements. It was noted that the device implanted with this lead had reached elective replacement indicator (eri) and a replacement procedure was scheduled. Boston scientific technical services (ts) discussed taking lead replacement into consideration at the device change out procedure. Subsequently, the device was replaced and records indicate this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements. It was noted that the device implanted with this lead had reached elective replacement indicator (eri) and a replacement procedure was scheduled. Boston scientific technical services (ts) discussed taking lead replacement into consideration at the device change out procedure. Subsequently, the device was replaced and records indicate this lead remains in service. Additional information was received from the field mentioning that the patient came in with high, out of range lead impedances on the right ventricular (rv) lead for both pacing and shocking channels. When trying to remove the pace/sense portion of the rv lead from the header, it would not come out. The set screw appeared stripped and finally, with some tension, the rv lead came out of the header. A portion of the rv lead was surgically abandoned, and the cardiac resynchronization therapy defibrillator was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted conductor ends of the terminal segment appear severed. Noted blood/body fluid in the lumen. Resistance testing found the returned segments were electrically continuous. A fractured rs- conductor was observed ~114 mm from the proximal end of the segment. Fracture characteristics are consistent with cyclic fatigue and xray analysis confirmed the fracture. The noted body fluid on the terminal pin may also have been a contributing factor for the field allegations. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements. It was noted that the device implanted with this lead had reached elective replacement indicator (eri) and a replacement procedure was scheduled. Boston scientific technical services (ts) discussed taking lead replacement into consideration at the device change out procedure. Subsequently, the device was replaced and records indicate this lead remains in service. Additional information was received from the field mentioning that the patient came in with high, out of range lead impedances on the right ventricular (rv) lead for both pacing and shocking channels. When trying to remove the pace/sense portion of the rv lead from the header, it would not come out. The set screw appeared stripped and finally, with some tension, the rv lead came out of the header. A portion of the rv lead was surgically abandoned, and the cardiac resynchronization therapy defibrillator was explanted. A portion of the rv lead has been returned for analysis. No additional adverse patient effects were reported.